Event description:
It was reported the electric plug emitted sparks during use, and the customer requested free warranty repair. Our inspection of the unit revealed no evidence of sparks or defect at the plug. We did note; however, that the electric supply cord had been cut and gouged in several places, with one section totally missing. In addition, the switch-case was partially broken with both ends of the strain-relief pulled completely outside the switch-case housing. It appeared the switch may have been caught in an area with sharp edges, and the user exerted a great deal of force on the line=cord in an attempt to pull it loose. We were unable to duplicate the event as reported, but concluded that this report was attributable to misuse on the part of the consumer.

Manufacturer narrative:
It was reported the electric plug emitted sparks during use, and the customer requested free warranty repair. Our inspection of the unit revealed no evidence of sparks or defect at the plug. We did note; however, that the electric supply cord had been cut and gouged in several places, with one section totally missing. In addition, the switch-case was partially broken with both ends of the strain-relief pulled completely outside the switch-case housing. It appeared the switch may have been caught in an area with sharp edges, and the user exerted a great deal of force on the line=cord in an attempt to pull it loose. We were unable to duplicate the event as reported, but concluded that this report was attributable to misuse on the part of the consumer.